Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 24 mmol/l at the time of in incident. It also reported that display is blank currently. The customer was advised to remove battery after insertion of battery alarm did not display on the pump screen. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted. No damage found on connector on lcd isolation tape noted. Insulin pump had cracked reservoir tube lip, minor scratched or worn display window, stained end cap sticker and stained address or serial number label.